Event description:
The manufacturer received information alleging the water in a dreamstation humidifier is warming up and the user is unable to sleep. The user also alleged the water became too hot and was hurt. The user alleges unable to sleep with the device because of it and is still snoring while using the device. There were no further details on how the user was hurt. There was no report of medical intervention. The device has not been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete